Manufacturer narrative:
Product ID 37081-40, lot# njb122335v, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis of the extension (lot # njb122335v) found no anomalies. The extension was able to be fully inserted and removed from a known good lead without any issues. A functional test revealed that the continuity was acceptable, and that there were no shorts.

Event description:
It was reported that the extension component of the implantable neurostimulator system would not fit into the lead. The extension was then replaced. No harm was reported to the patient and no actions were required. If additional information is received, a follow up report will be sent.